Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulse field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. The patient was under general anesthesia. Upon insertion of the catheter into the sheath, the sheath was aspirated and numerous air bubbles were seen. The procedure was completed successfully without patient complications. The sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
B5: describe event or problem - updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulse field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. The patient was under general anesthesia. Upon insertion of the catheter into the sheath, the sheath was aspirated and numerous air bubbles were seen. The procedure was completed successfully without patient complications. The sheath is expected to be returned for laboratory analysis. It was further reported that there were no abnormalities during preparation. At the time of the event, the sheath was not yet irrigated, but only manually flushed with a syringe. There were excess air bubbles seen in the aspiration syringe. No air seen inside the patient. The guidewire was inserted into the lumen of the farawave catheter with only the tip of the guidewire approaching outside of the lumen. The sheath was replaced to resolve the reported air ingress.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that air ingress occurred. During a pulse field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. The patient was under general anesthesia. Upon insertion of the catheter into the sheath, the sheath was aspirated and numerous air bubbles were seen. The procedure was completed successfully without patient complications. The sheath was returned for laboratory analysis. It was further reported that there were no abnormalities during preparation. At the time of the event, the sheath was not yet irrigated, but only manually flushed with a syringe. There were excess air bubbles seen in the aspiration syringe. No air seen inside the patient. The guidewire was inserted into the lumen of the farawave catheter with only the tip of the guidewire approaching outside of the lumen. The sheath was replaced to resolve the reported air ingress.